Manufacturer narrative:
The sprinter legend was intended to pre-dilate the lesion. The balloon ruptured at 8 atm on first inflation. The procedure was completed with a 2.0x15mm sprinter legend balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the balloon material from the proximal cone to immediately proximal to the distal markerband. There was no lead in scratches evident proximal or distal to the tear site. The balloon material was jagged and uneven at the tear site. There was no damage evident to the remainder of the device. Image review: the images capture a lesion site in the obtuse marginal (om). The images capture what appears to be the attempted inflation of the sprinter legend device. Partial inflation of the device is visible with contrast evident filling the proximal section of the balloon. The next images capture a cloud of contrast exiting the balloon indicating the balloon burst. No further inflation of the balloon is evident. The images do not capture the withdrawal of the sprinter legend balloon. The next images appear to capture the inflation of the successful inflation of the sprinter legend balloon used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a sprinter legend rx ptca balloon catheter to treat a mildly tortuous and calcified lesion exhibiting 90% stenosis in the mid obtuse marginal (om). There were no issues noted when removing the device from the packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the balloon ruptured. The patient is alive with no injury.